Event description:
It was reported that pump time repeatedly became incorrect over several months and customer frequently corrected it. There was no reported adverse impact to the customer's blood glucose level. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy.